Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Levels implanted: t2-l1 it was reported that patient with pre-operative diagnosis of idiopathic scoliosis underwent spinal instrumentation. Intra-op, set screws peeled upon insertion while reducing the rod. The reducer was used on two of the set screws but not on third one. No fragments remained inside patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis :only the break-off portion of the implants were returned for analysis. Unable to examine or analyze thread of associated implant. Unable to determine root cause from the available information.